Event description:
The pt was implanted with a left ventricular assist device (lvad). The nurse initially reported to the MFR that after approximately 10 months of support, device thrombosis was suspected. Additional information provided to the MFR indicated that the pt had presented with worsening anemia requiring transfusion of packed red blood cells (prbc's) and underwent colonoscopy and egd. While in the hospital, the pt was found to have actively bleeding arteriovenous malformation (avm's) which were treated. The hospital noted that the lvad was alarming for low flow and a trans-esophageal echocardiogram (tee) showed that the atrioventricular (av) valve was opening and closing with each cardiac cycle, suggesting lvad dysfunction. The lvad dysfunction was though to be due to thrombus in the device but the pt was not a candidate for anticoagulation due to a history of recent gastrointestinal (gi) bleeds and subdural haemorrhage (sdh). The pt became volume overloaded and was transferred to the cardiovascular intensive care unit (cicu) for placement of swan-ganz catheter for invasive hemodynamic monitoring. The pt was placed on milrinone to support cardiac function. The pt developed sepsis. Work up was negative. Care was transferred to palliative care per the pt's wishes. The pt subsequently expired and the cause of death was reported as cardiopulmonary collapse secondary to heart failure.

Manufacturer narrative:
The pt's family declined an autopsy and the lvad was not explanted. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
It was reported that an autopsy was not performed and the pump was not returned for evaluation. The report of suspected thrombus and a correlation between the event and the device could not be conclusively determined through this evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.